Event description:
The customer reported the system locked up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated nor identified.